Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed as the resolution to the reported issue was confirmed through initial troubleshooting. Issue resolved via troubleshooting.

Event description:
A site representative reported that, while outside of a procedure, the viewing station of the imaging system powered down when attempting to transfer images to electronic picture archiving and communication systems (pacs). It was reported that the imaging system was restarted without resolution as the image system would shut down when attempting to transfer. It was reported that the scroll bar was halfway when the issue occurred. It was reported that a radiologic technologist (rt) at the site had disconnected the viewing station of the imaging system from an operational outlet and that the system powered off when the uninterruptible power supply (ups) ran out of charge. The viewing station of the imaging system was plugged into a known functional outlet and functionality was restored. There was no patient present when this issue was identified. No additional information was provided.